Manufacturer narrative:
(B)(4). Insulin pump received with cracked end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify motor error alarm due to crack end cap.

Event description:
Information received by medtronic indicated that insulin pump had motor error. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.